Event description:
It was reported that the patient had been cooling for hours and was still not to target temperature of 33c on the arctic sun device. Nurse had an alert 01 (patient line open) and low flow alert. Mss confirmed that the flow rate was currently 1.6lpm, patient temperature was 34.4c, target temperature was 33c, water temperature was 12.3c. Mss had nurse to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. The flow rate was priming, and mss had nurse to check system diagnostics while waiting for flow rate to settle. The outlet monitor temperature (t1) was 12.3c, outlet control temperature (t2) was 12.4c, inlet temperature (t3) was 12.4c, chiller temperature (t4) was 6.0c, inlet pressure was -7.2psi, circulation pump command was 57 percentage, mixing pump command was 0 percentage, heater showed 0 percentage, water reservoir level was at 0, system hours were 3504, pump hours were 3256. The flow rate settled at 3.0lpm, water temperature got down to 8.9c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been cooling for hours and was still not to target temperature of 33c on the arctic sun device. Nurse had an alert 01 (patient line open) and low flow alert. Mss confirmed that the flow rate was currently 1.6lpm, patient temperature was 34.4c, target temperature was 33c, water temperature was 12.3c. Mss had nurse to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. The flow rate was priming, and mss had nurse to check system diagnostics while waiting for flow rate to settle. The outlet monitor temperature (t1) was 12.3c, outlet control temperature (t2) was 12.4c, inlet temperature (t3) was 12.4c, chiller temperature (t4) was 6.0c, inlet pressure was -7.2psi, circulation pump command was 57 percentage, mixing pump command was 0 percentage, heater showed 0 percentage, water reservoir level was at 0, system hours were 3504, pump hours were 3256. The flow rate settled at 3.0lpm, water temperature got down to 8.9c. Per follow up information received via phone on 21oct2022, initial reporter stated that patient did complete therapy with this device and there was no injury to the patient. Nurse spoke with mss and walked nurse through the alerts with troubleshooting. It was discovered that a hook up clamp was not correctly attached. The device was not working without issues and was not sent to biomed.